Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the surgery when surgeon removed the awl from the femur, the handle broke off from the awl head and the awl head got stuck into the proximal femur bone. The surgery was prolonged by 2 hours and 30 minutes. Patient outcome/status reported as not good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device available for evaluation? Patient code. A product investigation evaluation was completed: reviewing DHR documentation for both parts confirms that they were manufactured in january 2011. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual investigation shows clearly the instrument was hit with hammer strongly on the lever what finally lead to the breakage. The whole instrument is bent and in bad condition as result of hammering during long time in use. Per the expert a2fn technique guide the following precaution is mentioned "refrain from hammering on the awl or applying excessive force." Visual inspection, mishandling by user could be identified. No indication for material, manufacturing or design related issue was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing site: (B)(4) . Manufacturing date: january 27, 2011. The final inspection check guaranteed the functionality of all instruments. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the awl head was able to be removed from the patient's body. It was clarified that the patient condition of "not good" meant the patient lost a lot of blood. It was reported the awl head was difficult to remove, but did not require additional intervention.